Manufacturer narrative:
Based on the claim against the product by the customer noting arcing when activating monopolar curved scissor (mcs) with the tip cover accessory, the cause of the reported incident could not be determined as the customer reported that the tip cover accessory was disposed and the monopolar curved scissor is not available for return. A follow-up MDR will be submitted if additional information is received. A review of the instrument log for monopolar curved scissor instrument (part number: 470179-14; lot number: k10221128-0556) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2023 on system (B)(4) with 4 lives remaining. The instrument was still being used in subsequent procedures after the alleged event reported ((B)(6) 2023) in this record. A review of the site's system logs revealed the possible related system error m-b1 (neutral electrode (ground pad) current warning) code occurred. This complaint is considered a reportable event due to the following conclusion: the mcs tip cover accessory was reported resulted in arcing and sparking at the tissue that was stuck on the cadiere forceps instrument. No thermal injury or any patient injury was reported. In the event the mcs tip cover accessory is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the instruments and accessory user manual "it is important to exercise caution when using an energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns. Although there was no report of patient injury during this event, if the issue were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia procedure, there was arcing when activating the monopolar curved scissor (mcs) instrument with the tip cover accessory installed. The arcing was coming from adipose tissue that was stuck on the wrist of the cadiere forceps instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following information: the adipose tissue that was stuck on the wrist of the cadiere forceps instrument was free from the body. There was sparks at the adipose tissue and it became charred when monopolar energy activated while using the mcs with the tip cover accessory. The grounding pad was placed on the left thigh, with no defects observed prior to the surgery. The mcs tip cover accessory was confirmed to be installed correctly by using installation tool and no electrolube or any other lubricant was used. The setting on the electrosurgical unit was cutting at 3, and coagulation at 3. It was confirmed that there was no damage to the mcs tip cover accessory after the arcing was observed. No patient injury or thermal injury was reported otherwise. The patient has been recovering well from the surgery with no post-operative complications. It was confirmed that the mcs instrument and the mcs tip cover accessory were not available to return to isi for evaluation.